Manufacturer narrative:
Analysis for stimulator serial number (B)(4) found no anomaly.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A manufacturer representative reported during an implant procedure he did not receive communication from the battery to the programmer while trying to test for impedances and he attempted over 20 times. He attempted to perform the impedance check with the programmer 10 times. He had the physician push down on the programming antenna and they checked the pocket depth to find it was adequate. They turned off the programmer and back on 4 times, changed the batteries inside the programmer, tried to communication with the battery inside and outside of the pocket with no communication. They disconnected the battery and tested the lead and found the lead was working perfectly. They turned off all of the lights in the procedure room, including the overhead lights and surgical operating room lights. They turned off all of the equipment in the room including cell phones of all persons present. After spending over 45 minutes troubleshooting the physician requested they change out the battery. The battery was changed and communication was established immediately. It was noted no bovie was used during the case. The patient was unaffected by the technical issue and the device was working properly after the batteries were exchanged. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.